Manufacturer narrative:
Device evaluation summary: the device was not returned. Visual inspection shows evidence of the qb-inlet broken off with the photo provided by the customer, however the device was not returned with the paperwork. Performance analysis: n/a. Reason for return was visually confirmed by the photo provided by the customer. Unit was not returned. Conclusion: the reason for return was visually confirmed via the photo provided by the customer. The device was not returned for analysis. Medtronic supplier quality was consulted, and there were no supplier events for cracked/broken inlet ports and no incoming inspection events. Review of the device history record for the coated pump lot 220392597 found no abnormalities during the manufacturing process that would cause or contribute to the reported event. The root cause of the issue could not be determined. Damage to the pump may be caused by shock, etc. Also, exposure to liquid chemical agents may affect the integrity of the pump; anesthetic liquids are known to degrade polycarbonate plastics. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was noted that the ap40 pump inside was broken; the inlet to the pump was snapped off. The pack was set aside and not used. There was no patient involvement so no adverse effect occurred. Additional information: the tray was inspected for impact damage and there was none. The shipping box had been disposed of before the pack was received into the or, so it is not known if it was damaged. Custom pack details: model # bb10x57r2 lot # 220257597.